Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during a follow up in clinic, diagnostic imaging was performed as part of a routine post-implant follow up, and dislodgement of the right atrial (ra) lead was observed. A revision procedure was performed and the ra lead was explanted and replaced to resolve the event. The patient was in stable condition.